Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead was partially capped due to an insulation issue observed during a recent device replacement procedure. During the replacement, it was observed that the distal portion of the is1 pacing connector was slightly separated from the insulation. Pacing impedance has increased greater than 2000 ohms. The pacing and sensing portion of this rv lead was capped and replaced successfully. This rv lead remains in service for high voltage purposes. Approximately two and a half years later, a revision procedure was performed due to a suspected lead fracture on the pace/sense lead. During the procedure noise was noted on the shock channel electrograms. The decision was made to abandoned the defibrillation portion of this lead and a new defibrillation lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.